Manufacturer narrative:
The insulin pump had no cracks on lcd window, however minor scratches on lcd window noted. The insulin pump had a cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Event description:
It was reported that the customer's insulin pump was cracked. The customer may have damaged the insulin pump while shoveling snow, but the customer was still unsure of how the damage exactly occurred. The crack on the insulin pump was across the screen and made the screen hard to read. The customer's blood glucose was unknown. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.